Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
There is no product returning for device analysis. (B)(4).

Event description:
During a rotator cuff repair it was reported that the proximal part of two screws broke. Lot # 50471149 and 50471247((B)(4)). Third one was implanted to complete the surgery. Both broken ones were left without suture in order not to have impingement issues. Two broken anchors were left without fixation. The third one is the one which has the fixation. The patient¿s bone quality was resistant bone with no site preparation.